Manufacturer narrative:
Product code: unk; esubmitter software does not allow for blank or unk entry PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Health effect clinical code: (B)(4) (shallow ac). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The surgeon reports excessive vault and shallow ac. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.